Manufacturer narrative:
Correction: b1- selected product problem. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates lead fracture was confirmed through x-ray and surgical intervention was undertaken on (B)(6) 2025 wherein the entire lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000147273.

Event description:
It was reported that following a motor vehicle accident, the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.